Event description:
The customer reported low suction mastitis which is a serious injury.

Manufacturer narrative:
A replacement pump was sent to the customer. Attempts to f/u with the customer to get additional complaint info are still on going. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.